Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol ventralex on (B)(6) 2014. As reported, the plaintiff is making a claim for an adverse patient outcome against the ventralex. Attorney alleges that on (B)(6) 2021, the patient passed away due to "defendants¿ negligence, defective product, defective design, failure to warn, and/or other wrongful act(s)". Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the plaintiff". It is also alleged that the plaintiff experienced emotional distress and the device was defective.

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient including permanent injury and death. No medical records, autopsy report, or death certificate have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Should additional information be provided, a supplemental emdr will be submitted. Not returned.

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient including permanent injury and death. No medical records, autopsy report, or death certificate have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: h 11:this is an addendum to the initial emdr (1213643-2022-96341) submitted. This supplemental emdr is submitted to report the date of event, which was inadvertently missed to be reported in the initial MDR. Should additional information be provided, a supplemental emdr will be submitted. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol ventralex on (B)(6) 2014. As reported, the plaintiff is making a claim for an adverse patient outcome against the ventralex. Attorney alleges that on (B)(6) 2021, the patient passed away due to "defendants' negligence, defective design, failure to warn, and/or other wrongful acts". Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the plaintiff". It is also alleged that the plaintiff experienced emotional distress and the device was defective.